Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patient's concern with the product. Healthcare professional additionally reported device rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and concern for textured product.